Event description:
A helotome blade broke use. The blade may have contacted a pedicle screw. The torque limiting handle was not used. The broken blade was extracted during the procedure. The pt later died during the surgery. Hosp personnel indicated that based on autopsy results the helotome did not contribute to the pt's death.